Event description:
The physician discovered a leak at the catheter insertion site. He turned the pump off to prevent the potential leak of drug. The physician later discovered that it was a csf leak and not a drug or catheter leak. He removed about 38cm of the catheter and tied off the rest to allow the entire space to heal. The physician will replace the catheter once the pt is healed.

Manufacturer narrative:
(B)(4).